Event description:
During a ventricular tachycardia ablation procedure, a cardiac tamponade occurred. The patient was under sedation and the procedure was started by mapping the right ventricle. During mapping, it was noted that the ablation catheter did not present the same position on x-ray in relation to the ensite precision system. To try and resolve the issue, breathing was compensated again, but the position did not change. The system was revalidated, but the issue persisted. The catheter was exchanged for another from the same model and batch and the positions on x-ray and ensite were accurate. A cardiac tamponade was noted at the end of the procedure and a pericardiocentesis was performed which stabilized the patient. The physician stated the cause of the tamponade was due to manipulation of the ablation catheter.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.